Event description:
It was reported that an aspiration issue occurred. Nine milliliters of morphine were expected to have been withdrawn from the reservoir, but there was 0 milliliters of medication aspirated. The healthcare professional was reviewing the patient and pump records, looking for volume related discrepancies, but nothing was reported as of this report date. The patient was to be seen by the health care provider prior to the next planned refill date. There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
(B)(4). (B)(6).